Manufacturer narrative:
(B)(4). Date sent: 11/14/2023. D4: batch # 174c69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the nozzle small dent, and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 174c69, and no non-conformances were identified.

Event description:
It was reported that during a distal pancreatectomy and splenectomy they clamped down on tissue before firing and the pancreas ripped in half. A robotic vessel sealer was used to stop the bleeding. It is unknown if buttressing was used. The case is still ongoing.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: how much blood was lost (ml)? Did the patient require a transfusion? No transfusion required was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No consequence reported what is the most current patient health status and condition? Patient was noted as being okay the procedure was a distal pancreatectomy. He does both open or robotic and, uses slr, blue or gold reloads. For this procedure, the tissue was correct tissue for blue with slr. Everything normal, resident went to close on pancreas, pancreas did not look abnormal. However, when went to clamp the jaws, it severed the tissue. The device was not fired, just closed the jaws. Resident had gradually closed the handle over the tissue (taking about 15 seconds to close). The resident was firing while dr. Was at the robotic console. The pancreas was severed into 2 portions, no staples were deployed, no knife. They immediately went in with vessel sealer, and then clipped the vessel. Had to control bleeding on the pancreatic stump side. No bleeding on specimen side. Once specimen was out, they used monopolar to seal. When the jaws of the device were opened, there was no tissue in the jaws. Why does the surgeon believe this was device related? Surgeon uses both ethicon and covidien in liver transplants. Covidien is preferred due to the ability for tissue movement upon closure. Ethicon has more tissue compression when closed on tissue. When during the closure process did, they start to see the pancreas separate? The click closure sounded like a pop. The separation happened immediately. Did they notice anything different with closure? No cartridge selection? Usually uses blue and gold. For this procedure, the blue was used because it was not as thick tissue. Tissue placement in the jaws, how far back in the jaws? This was a robotic procedure, they manipulated a bit prior to closure. Not sure how far back tissue was in the jaws, but sure it was across the pancreas prior to closing. Once pancreas was split, any tissue left in the jaws? It was completely severed, no tissue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.